Event description:
It was reported that tungsten carbide insert broke during a procedure. An x-ray was required to ensure the piece was completely removed. Instrument was in use from april, 2005 to december, 2005. No pt injury was reported.